Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2016; dtmb1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds. The automatic algorithm that monitors the pacing amplitude threshold and adjusts lv outputs was turned off. The lv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.